Event description:
The dome portion detached from the catheter. Incident occurred during traction removal for replacement (180 days after the initial use of the pt).

Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user-related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The ID edges of the retention dome exhibit a complete bond to the od of the feeding tube. The lack of any associated damage suggests the break was caused by stretching the dome material beyond its elastic limits during removal. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. The broken section that contains the ancillary obturator was not returned for evaluation. The device had been in place for 180 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for removal of this device.